Event description:
Customer reported loose screw was noted within the tibial volume sensor cartridge. There was no reported pt injury. Co's investigation into the reported event is still ongoing. A follow [up report will be issued when the investigation has been completed.